Event description:
It was reported that the ilet displayed alert 41 indicating an insulin absolute range error, and the user stated the alert persisted after a restart; troubleshooting and user education were provided, and a replacement device was shipped. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health or need for medical care. Investigation included technical review and troubleshooting with the user. Investigation of this case revealed a device-generated absolute range error related to insulin delivery parameters. It was concluded, based on previously established findings for similar reports, that the cause was the device experienced an insulin absolute range error and replacement was warranted.